Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer had closed, but the system was not showing that was closed, so it failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that the customer reported closure issues with cubie drawer 1.1. No failures were observed initially. Visual inspection showed wear, and inseparable was replaced. Drawer failed during testing; a cut was found on the latch sensor cable. Latch catch assembly was replaced and verified and performed the final acceptance test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer had closed, but the system was not showing that was closed, so it failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.